Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, air ingress was observed when the physician attempted aspiration. The physician tried irrigating the valve with saline while aspirating to no avail. The sheath was exchanged for a new one with the new sheath, the same issue was persistent. A competitor sheath was also used without resolve. The sheath was pulled out of the patient, and an echocardiogram was performed to verify that there was no effusion. The procedure continued and the left atrium was repunctured again. The case was completed with cryo. No patient complications have been reported as a result of this event. Additional information reported that the second sheath was used successfully after the repuncture.

Manufacturer narrative:
Event summary: upon visual inspection of the flexcath sheath 4fc12 / 30496, results showed the device was intact with no apparent issue. Non-loaded test did not show any defects. A pressure test was done twice; manually and using 30 psi pressure regulator test; both tests did not show any leaks in the handle. Visual inspection of the hemostatic valve under the microscope did not show any valve tear or wear. In conclusion, the reported issue (air ingress) cannot be confirmed through testing. The sheath passed the returned product inspection as per specification. If information is provided in the future, a supplemental report will be issued.